Manufacturer narrative:
Continuation of d10: product ID fp9000m lot/serial# unknown; product type accessory .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues adjusting their settings and the issue began at least 3 days ago. Patient would enter or scan the communicator serial number but the issue didn't resolve. Patient mentioned their settings or the numbers were low but now their legs were all aching again and they could feel the stimulation but it was very low. During the call agent walked patient through restarting the communicator. Patient entered the communicator serial number and was able to connect to their therapy screen. The troubleshooting steps that were taken on the call resolved the issue. Patient also mentioned the belt was too big and they had a large belt. Agent sent request to repair to replace the belt to a medium belt.